Event description:
The 68 year old patient had the ipp implanted on july 31, 1990 to correct impotence of organic origin (non insulation dependent diabetes mellitus). He also had a history of myocardial infarction 10 years ago, hypertension and atherosclerotic heart disease. Since only the two explanted cylinders were available for this investigation, a conclusion could not be reasched as to the exact cause of device failure.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.